Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00726 and 1828100-2013-00727. This issue has happened off and on for the past two to three weeks. At the beginning, the customer just used the gel from the sensor pads when they attached the sensor. As the deterioration continued, they had to use the gel from the tube, ultrasonic sensor gel being used. Most likely being cleaned with dry towels. The lot number of the customer's inventoried gel, was not necessarily the one in the operating room at the time of the problem. The customer does use both red and yellow sensors for cases.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensors alarms were going off randomly during case. There was plenty of fluid in the reservoir. The customer has identified that the coating on the sensor has begun to deteriorate. The device was not changed out, as they turned off the alarm, move the sensor around, and this usually worked. If not, they sometimes, had to shut off the alarm. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.